Manufacturer narrative:
This report is a correction complete supplemental report to mfg# 8043836-2021-10009 as it was submitted under the incorrect cfn/fei registration number and incorrect coding choices in h6. E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). The customer will not repair and will dispose the device. It was unknown on how the device fell as there was no additional information whether device was on a wall mount or a roll stand. Because of this, we are considering this to be a malfunction of insufficient information/cause unknown. No further action or investigation is warranted based on the available information at the time of complaint closure.

Event description:
The customer reported that the device has fallen onto something pointy and damaged the lcd screen and front assembly. Additional information was requested but no information was obtained on how the device fell, or if it was on a wall mount or roll stand. The device was not in clinical use at time of event, no adverse event was reported.